Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was stretched while approaching the right ventricle. The lp was removed and a new device was implanted. There were no patient consequences.